Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump dispensed insulin during the load step of a routing cartridge change. The patient was reportedly disconnected from the pump during the alleged incident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number:2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and the force sensor flex connection was cracked at the force sensor pins.